Manufacturer narrative:
The insulin pump motor error alarm during basic occlusion test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion, and prime / compromised force sensor, the excessive no delivery test due to motor error alarm. The motor passed motor test. All operating currents are within the specifications no unexpected low battery, off no power, failed battery test alarm or battery out of limit alarm noted. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had a failed battery test, high blood glucose, and battery out limit alarm. The blood glucose at the time of the incident was 200 mg/dl. He states the customer has been running high and the pump is multiple alarms. The father requested the insulin pump be replaced. He mentioned the customer had keytone, but not major. The customer did not contact their healthcare professional but does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. There were champagne size air bubbles, but they were purged out. There were no site or insulin issues. The device settings were correct. The customer history was reviewed and noted a failed battery test alarm and a battery out limit. The device will be returned for analysis.